Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9619-33 33 mm peripheral reamer broke up while reaming. All broken fragments were retrieved from inside the patient. This was discovered a rts procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that a spoke and a portion of the reamer circumference were broken. The cause remains undetermined, however a probable cause can be attributed to impact with another device.